Event description:
It was reported that there was no urine flow from the catheter during the surgery.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects the catheter was flushed with a methylene blue and water solution from the funnel end to the eyelets of the catheter and then from the eyelets to the end funnel. Solution was able to flow through the device as intended. The eyelets and drainage lumen were inspected for any blockage and no blockage was found. This meets specifications stating visually check that there's no material in murphy eye or drainage lumen. The device history record was not required due to the event being unconfirmed. The instructions for use were found adequate and state the following: [warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the catheter during the surgery.